Event description:
There was an allegation of questionable results from the cobas e 411 disk analyzer after preventive maintenance was performed. Sample 1 initial estradiol g3 elecsys result on (B)(6) 2022 was 159.5 pg/ml. The repeat result on (B)(6) 2022 was <5 pg/ml with a data flag. The customer believed the initial result to be correct. Sample 2 initial estradiol g3 elecsys result on (B)(6) 2022 was 134.1 pg/ml. The repeat result on (B)(6) 2022 was <5 pg/ml with a data flag. The customer believed the initial result to be correct. Sample 3 initial hcg+beta elecsys result on (B)(6) 2022 was 89.07 miu/ml. The repeat result on (B)(6) 2022 was 0.601 miu/ml. The customer believed the initial result to be correct. The questionable results were not reported outside of the laboratory. The estradiol reagent lot number was 63006901 with an expiration date of 31-may-2023. The hcg+beta reagent lot number was 61488805 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer found the static guard hinge was broken and was causing false liquid level detection (lld). He replaced the static guard assembly and verified operational and mechanical checks passed. The customer ran calibrations and controls with all values within specifications. The investigation determined the service actions resolved the issue.